Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported resistance was found between the spring wire guide and ars syringe during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned two kinked guide wires, an arrow raulerson syringe (ars), a needle from catheter over needle assembly, and a lidstock for analysis. Only one of the defective guide wires will be addressed within this complaint. After confirmation from the customer, it was determined that the second guide wire was the second sample used after the first one failed. The customer confirmed that no kinking was observed on this second guide wire sample during use. Therefore, the kinking on the second sample likely occurred while in transit to morrisville. Visual analysis of the guide wire involved with this complaint revealed three major kinks across the body. This resulted in the distal j-bend to be misshapen. It was noted that the needle from the catheter over needle assembly was attached to the ars. This needle is not meant for guide wire insertion. No actual defects or anomalies were observed with the ars. The kinks on the guide wire measured 452mm, 494mm, and 531mm from the proximal tip. The overall length of the guide wire measured 602mm which is within specification of 596mm-604mm per product drawing. The outer diameter of the guide wire measured 0.796mm which is within specification of 0.788mm-0.826mm per product drawing. An attempt to pass the returned guide wire through the returned ars/needle assembly was performed. The guide wire was able to pass through the ars; however, it was not able to pass through the needle cannula. Upon review of the product drawings and the IFU, it was noted that the inner diameter of the needle cannula is smaller than the outer diameter of the guide wire. This likely resulted in the resistance encountered by the customer. A lab inventory introducer needle was attached to the returned ars. The guide wire was inserted but encountered major resistance at the needle due to the kinking. The undamaged portion of the guide wire (proximal end) was then inserted through the ars/needle assembly. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed both the distal and proximal weld of the guide wire were intact. A device history record review was completed with no relevant findings. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "when guidewire is used in conjunction with arrow raulerson syringe (fully aspirated) and a 2-1/2" introducer needle, the following positioning references can be made: 20 cm mark (two bands) entering back of plunger = guidewire tip at end of needle; 32 cm mark (three bands) entering back of plunger = guidewire tip approximately 10 cm beyond end of needle". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was severely kinked. It was also noted that the needle from the catheter over needle assembly was attached to the returned ars. Passage of the guide wire through the ars/needle assembly is meant to be inserted in conjunction with the 18ga introducer needle, not the 20ga needle from the catheter over needle assembly. This likely contributed to the resistance encountered by the customer. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found between the spring wire guide and ars syringe during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.